Event description:
Catheter was indwelling. Went to flush, fluid came out of insertion site, explanted, and no holes found when tested.

Manufacturer narrative:
The complaint of a leak from the catheter was unconfirmed because the problem could not be reproduced. The product returned for eval was a 9.5fr d/l groshong chronic catheter. The catheter was unremarkable except for black sutures that were tied through the suture wings and minimal residual material within the crevices of the device. Tactile eval of the catheter was unremarkable. The catheter was patent to infusion and no leaks were detected when the sample was hydraulically pressurized. Gross visual examination and functional testing revealed no evidence of defect or deformity related to the manufacturing process. A lot history review (lhr) of revj1405 showed three other similar product complaint(s) from this lot number (371261, 371728, 423748).